Manufacturer narrative:
(B)(4).

Event description:
It was reported that pair new transmitter alert occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be transmitter fatal error via data. Product was provided for investigation. The confirmation of the complaint was confirmed through product. The probable cause was determined to be transmitter fatal error via product. The reported event of a pair new transmitter alert is reportable based on the finding of a transmitter fatal error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that pair new transmitter alert occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be transmitter fatal error. The reported event of a pair new transmitter alert is reportable based on the finding of a transmitter fatal error. No injury or medical intervention was reported.